Manufacturer narrative:
A visual examination of the returned device found the needle bent. Functionally the device jaws opened and closed properly. A dimensional inspection was performed and the device failed the ring gage test. The condition of the returned incident device was consistent with the complaint; needle bent. This failure was found during the procedure and probable excessive force was applied to the device causing the needle to bend and damage the scope. The most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A similar complaint trend review was performed and no other complaints were reported for this lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a rj3 biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during withdrawal of the device, it was noticed that the specimen was missing from the biopsy cups and the needle was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. At the end of the procedure it was discovered that the working channel of the scope was damaged.

Event description:
It was reported to boston scientific corporation that a rj3 biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during withdrawal of the device, it was noticed that the specimen was missing from the biopsy cups and the needle was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. At the end of the procedure it was discovered that the working channel of the scope was damaged.

Manufacturer narrative:
Patient ID, age and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).